Event description:
From the call center: patient called to report they were implanted with an enterra device but it was removed due to infection.

Manufacturer narrative:
Have left two messages for patient. Sales rep is following up with physician.

Manufacturer narrative:
Patient had implant removed due to infection; not able to make contact with patient after repeated attempts at follow up; no device returned for analysis. No further action to be taken.